Manufacturer narrative:
The device passed the self test and displacement test. All buttons functioning properly. The keypad connector on electrical board 1 was locked properly during visual inspection. Device received with cracked keypad overlay at select button, and peeling keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the middle and up buttons of insulin pump were not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the keypad was damaged. The insulin pump will be returned for analysis.